Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found that the sensor had a missing cannula. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.